Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date received by manufacturer: 29-nov-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection was performed on the iol, after lens cleaning, revealing no issues. No further evaluation was performed. The complaint issue "lens damaged" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1 - email address: unknown, as information was requested but not provided. Telephone number: (B)(6). The lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an issue with the optic of the preloaded intraocular lens (iol) which was noticed on the lens before implantation into the patient's eye. Account indicated that it looked strange. The surgeon suspects that the low lens power is the reason for this issue. There was no patient contact with the device. No further information has been provided.